Event description:
Caller reported cgm error 42 during the use of the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and caller was guided through the process. After the reset, the cgm error code did not appear again, and caller successfully started their sensor session.